Event description:
It was reported to the MFR by the importer of the device that an incident occurred involving a floor lift. As reported to the importer per the facility, the hanger bar detached while 2 nurses' aids were repositioning the resident, who fell into her wheelchair. No injuries were sustained.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration# 1419652) on behalf of the MFR arjohuntleigh (B)(4) (registration# 9681684). (B)(4) is the importer for this device and has submitted report #2182305-2011-00052. Add'l info will be provided following the conclusion of the MFR's investigation.